Manufacturer narrative:
The device was not returned to zoll medical; however the customer returned the ECG data for review. Evaluation of the ECG data found that CPR compressions were being performed throughout the entire analysis period. As a result, the presented heart rhythm failed to meet the device's requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while performing CPR on a patient (age & gender unknown) the device returned a "no shock advised" determination for what appeared to be a shockable rhythm. The clinician saw the rhythm on the display and delivered a shock to the patient in manual mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.